Manufacturer narrative:
Retained devices from the reported lot numbers were tested with hcg-negative clinical urine and hcg-negative clinical serum samples. The results were read at 3 and 4 minutes for urine samples and 5 and 6 minutes for serum samples. All devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Per the packet insert: very low levels of hcg (less than 50 miu/ml) are present in serum and urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning serum or urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in a serum or urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Although requested, the product is not expected to be returned.

Event description:
Customer reported two false positive result incidents 3 weeks apart when testing with hcg combo urine serum rapid tests. The date of the first event was not provided and the second event occurred on (B)(6) 2022. Although requested, no additional details regarding patient information, testing technique, or storage of the product have been provided. No adverse outcomes were reported.

Event description:
On (B)(6) 2023 the customer provided additional information stating the patient presented for testing prior to an unknown pre-op procedure. A urine sample for hcg testing was collected on (B)(6) 2022 at 0840. No issues were noted regarding specimen collection or appearance. The customer noted the fresh urine sample was not allowed to equilibrate to room temperature prior to testing. After applying the test sample, the results were read at 0853 and a negative result was observed. A timer was not used, however, after an "extended period of time" a faint line was observed within the test region of the device. An additional urine collection was performed on the same day at 0900 and the same results were observed. The unknown procedure was cancelled due to the results and the patient had a hcg blood test which resulted negative.

Manufacturer narrative:
B1 - adverse event/product problem: previously selected as malfunction. New information received indicates a product malfunction did not occur and was the result of user error. B3 - date of event: previously selected as (B)(6) 2022. New information received indicates the event date as (B)(6) 2022. B5 - describe event or problem: new information received clarified the details surrounding the event. B6 - relevant test/laboratory data: new information received from the customer clarified testing details and times. H1 - type of reportable event: previously selected as malfunction. New information received indicates a product malfunction did not occur and was the result of user error. H6 - adverse event problem: updated investigation findings and conclusion based on new information received. H10 - additional mfg narrative: retained devices from the reported lot numbers were tested with hcg-negative clinical urine and hcg-negative clinical serum samples. The results were read at 3 and 4 minutes for urine samples and 5 and 6 minutes for serum samples. All devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Case details indicate a timer was not used, however initially hcg negative results were observed and after an extended period of time a faint line was observed. Per the packet insert: read the result at 3-4 minutes when testing a urine specimen, or at 5-6 minutes when testing a serum specimen. Do not interpret results after the appropriate read time. It is important that the background is clear before the result is read. The cause of the reported issue was user-related. Complaints are tracked and trended on a monthly basis. Additionally, note: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. Although requested, the product is not expected to be returned.